Event description:
The customer reported the system failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The corrupted hard drive was replaced, and software was reloaded. The tgi (table generator interface) board was replaced. The system was tested and found to be working as intended and returned to service.